Event description:
It was reported that the patient previously underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and erosion at the urethra. Upon discussion with the physician, the cause of the erosion was radiation due to user error. The aus was explanted and replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient previously underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence and erosion at the urethra. Upon discussion with the physician, the cause of the erosion was radiation due to user error. The aus was explanted and replaced. There were no additional patient complications reported.